Event description:
A customer reported that the high/low glucose alarm did not sound from the abbott diabetes care (adc) device. The customer indicated they experienced a seizure and loss of consciousness and was taken to the hospital. The customer was diagnosed with hypoglycemia and treated with serum and glucose via IV and juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.